Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with an afx device to treat an aneurysm on (B)(6) 2014. It was reported that the patient previously had a bilateral renal snorkel pevar that had a prior open repair performed on an unknown date that developed a aaa above the original open repair anastomosis up to the renal arteries. It was reported that the initial implant was an off label case. On a recent follow-up the cta presented a type 3b endoleak in the proximal cuff. The patient's abdominal aortic aneurysm is reported as stable. As of the date of this report the secondary procedure has not been scheduled. There have been no additional patient sequelae reported and the patient is being monitored.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported events: implanted bilateral snorkel, initial implant an off-label case, and type iiib of the supra renal cuff. The complaint is most likely device related; contributing factors include use of strata material and revision of previously placed graft (open-repair-cautionary use type). Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was reported to be on surveillance. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to less than 0.2%. (B)(4).